Event description:
The customer stated the end clinician decannulated the patient and this was a planned decannulation. The clinician noticed that there was lots of resistance in getting the inner cannula out of the outer cannula. Patient was decannulated successfully with no incident however, inspection of the tube revealed a indentation at the fenestration.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.